Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: investigation summary ==> the actual device was returned for evaluation. A visual and functional assessment was performed on the device. The following steps failed: check general function with test hand switch check function in forward and reverse running mode check general function with foot pedal. During the service evaluation the following failures were identified: functional: will not run - motor damaged functional: leak - liquid. Conclusion: ¿ failure reported is confirmed ¿ root cause: user error.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the electric pen drive device had a liquid leak. It was noted in the service order that during testing, the device caught off after 45 seconds of running. There was no patient involvement. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.